Manufacturer narrative:
Additional information: current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.

Event description:
It was reported that patient underwent bilateral total knee arthroplasty on (B)(6) 2012. Subsequently, the patient underwent a right knee revision on (B)(6) 2014 due to insufficient bony ingrowth into the femoral component. The femoral component, tibial bearing and locking bar were replaced.